Event description:
It was reported by the registered nurse (rn) that the pump had a fiberoptix sensor (fos) catheter attached and it had been zeroed in 2008. The next day, the pump had stopped acknowledging the connector and the icon was black. The rn traded out the pump and now needed this one checked. Rn stated that the other pump had just been serviced yesterday, one day prior, and the fos connection had been replaced. The pump is in the cardiac cath lab. Rn also mentioned that she had changed out "several" helium tanks on the pump and all of them were empty. The cardiac care specialist was on the phone when the rn powered up the pump and the pump alarmed "low he" and under show status it had 87 psi. The rn said had the same thing happened with the other 3 tanks she had tried. A request was made for field service. The field service report stated while on patient the pump alarmed "connect fos or lost fos signal" and as a result the pump was switched out. The pump also has "low helium alarms" with four different helium tanks.

Manufacturer narrative:
Findings/actions taken: tested fiberoptix sensor (fos) connection. Could not reproduce the problem. Replaced the fos connection (last time replaced was 2007). Display cable was cut into (the shield was exposed) - replaced. Checked four helium tanks; 2 low (80lbs.), 2 empty. Obtained 2 new tanks, one for the bag and other ran on the pump and dropped only 10 psi in testing. Pass functional test. Follow-up report will be filed if additional information becomes available.